Event description:
It was reported that one month after the first fitting the pt suffered a high fever and some days later they stopped perceiving sound totally. All telemetry measurements showed that the implant was functioning well.